Event description:
Inbound call from mother, she states that pt has had multiple pen needles break when trying to administer her norditropin 10 mg pen. Pt has not missed any doses, but the pen needle broke with her previous dose and is stuck in the pen. The pen has 4 doses left in it and they cannot get the needle out mother called the manufacturer, who told them they are using the wrong pen needles. Md sent an rx for the bd nano pen needles (32g 4mm 5/32") that we shipped out and the manufacturer recommends the novofine 32g 6 mm 1/4" pen needles. Added supply for the novofine 32g 6 mm 1/4" pen needles and d/c'd the rx for the bd nano needles. Reported to cvs/caremark by pt/caregiver.